Event description:
During the alveolar distraction - jaw removal / reconstruction surgery: three titanium cortex screws (part # (B)(4)) broke. Stems of all three screws are still in the pt. Two drill bits (part # (B)(4)) also broke. Broken pieces are also remaining in the pt. Impact on pt: surgeon is unsure as to the outcome at this time, unsure of anchorage of plate since re-work had to be done due to breaking screws. Pt still has the stems of three screws implanted as well as broken pieces from two drill bits that also broke. As of (B)(6) 2011, no revision surgery was performed so far. On (B)(6) 2011, consultant reported: on (B)(6) 2011, pt returned to surgeon and an x-ray showed a break in the jaw/fibula next to the distractor. Pt commented that she fell because of the dog. Pt was taken back into surgery on (B)(6) 2011; surgeon added another plate on the bottom surface of the mandible/fibula graft. Surgeon reported: because the pt's mandible/fibula graft bone broke the distractor will be 5 mm short, the distractions had to be stopped. This complaint in on the event of the pt's mandible/fibula graft breaking. On (B)(6) 2011 - updated info received from sales consultant - (B)(6). At the time the three screws broke, the surgeon implanted more screws. Sales consultant reported that pt fractured her mandible/fibula graft. Surgeon plans to revise pt (B)(6) 2011. Pt history - pt had a previous tumor that was re-selected in 2009 tumor was benign. Surgeon took pt's fibula and bone graft to reconstruct the jaw. The bone is fibula not mandible.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received. No product coming back, device still implanted.